Event description:
A malfunction was reported on the customer's pump, and the issue occurred while the pump was on a plane. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support is replacing the pump, and the customer will use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The caller expressed interest in obtaining an out-of-warranty loaner pump.